Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had angulation malfunction, handle angulation problem during reprocessing. Upon inspection and evaluation, no image. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿angulation malfunction, handle angulation problem¿ was confirmed. The following findings were also noted during device evaluation: leak test - leaks between body control unit and grip, bending section - failed electrical continuity test @ ol ohm, control body - corrosion inside, and control knob movement has slight heaviness. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.